Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number(B)(4). Event occurred in brazil. It was reported that the patient faced an infusion set leakage issue event on (B)(6) 2026. The infusion set was leaking at the quick release and tubing. The infusion set had been in use for less than one day. No further information available.